Event description:
Reporter alleged the lancet device needle did not retract after use. No actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.